Manufacturer narrative:
As reported, the bard/davol hydrosurg plus irrigator leaked irrigation fluid and the battery overheated. The subject device is reported to be available for evaluation but has not been received. Based on the condition reported, the root cause is most probably due to fluid ingress into the unit housing. However, without the subject device to evaluate, no conclusion can be made. Not returned.

Event description:
As reported, during a laparoscopic cholecystectomy procedure on (B)(6) 2021, the bard/davol hydrosurg lap irrigator leaked irrigation fluid, the battery overheated and the device stopped working. It was reported that the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As reported, the bard/davol hydrosurg plus irrigator leaked irrigation fluid and the battery overheated. The subject device is reported to be available for evaluation but has not been received. Based on the condition reported, the root cause is most probably due to fluid ingress into the unit housing. However, without the subject device to evaluate, no conclusion can be made. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the results of sample evaluation. Visual evaluation of the sample finds corrosion on the batteries. Fluid passed beyond the lip seal of the motor mount and down the sides of the motor to the pc board and battery compartment. Cracks and rtv were identified on the motor mount allowing fluid to pass through the motor mount and down the sides of the motor to the pc board and battery compartment. Based on the sample evaluation and investigation performed, the reported event is confirmed and the root cause determined to be manufacturing related. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a laparoscopic cholecystectomy procedure on (B)(6) 2021, the bard/davol hydrosurg lap irrigator leaked irrigation fluid, the battery overheated and the device stopped working. It was reported that the procedure was completed using another device. There was no reported patient injury.